Event description:
The hcp reported that the patient's pump was removed due to an infection at the pump site. The patient had a fever and redness lateral to the incision. Culture results revealed methicillin resistant staphylococcus aureus (date not reported). The patient recovered without sequela. The pump was used to deliver compounded baclofen.